Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it and charge it, and pump showed red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support walked customer through unsuccessful troubleshooting steps, arranged in-warranty replacement pump.